Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer (squamous cell carcinoma). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation, dust was observed. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg. Has been updated.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer (squamous cell carcinoma). There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that there was no evidence of sound abatement foam degradation/breakdown was not observed in this device. Product investigation laboratory was not able to get care orchestrator information from the device. 0 errors were logged. Light amount of dust-like contamination throughout the device, unknown brown fiber contamination on the bottom enclosure near a non-skid pad, unknown residue on the ui panel and unknown black particle contamination on the bottom enclosure and the rear panel. There is no visible damage or functionality failure of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory-initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory disassembled the device and then reassembled the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.